Event description:
It was reported prior to using bd microtainer® pst¿ tubes with lh (lithium heparin), gel smearing was seen in ten (10) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd microtainer® pst¿ tubes with lh (lithium heparin), gel smearing was seen in ten (10) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two (2) photos of the unused customer samples for investigation. The photos were visually evaluated and gel smearing was confirmed; the barrier gel was smeared on the wall of tube and located towards the top of the tube. Additionally, fifty (50) retention samples were visually inspected for gel defects and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel smearing based on the photos of the samples provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.